Manufacturer narrative:
Evaluation summary:the system history showed that the laser was successfully verified prior to, and after the date of treatment. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
An optometrist reported that three weeks following bilateral photo refractive keratectomy (prk), the patient was diagnosed with transient light sensitivity (tls) in both eyes. The topical steroid eye drops were restarted and artificial tears continued to treat the event. The patient reported that it feels like it is blurrier than expected and is still very light sensitive both indoors and outdoors. Per the optometrist, the symptoms are not disabling or significantly interfering with daily activities. There are two medical device reports associated with this event. This report is for the right eye.